Event description:
Caller states that the patient tested 7.8 inr on device uf0204296 and >8.0 inr on device uf0051460. A comparison lab drawn returned as 4.56 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.